Manufacturer narrative:
Trackwise ID (B)(6).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure the hst iii system (3.8mm) did not load properly and was not able to be corrected. Dr. Bradford viewed the seal and believed it was cracked. The account opened a new heartstring to finish the case. No injury as the defective product was never in contact with the patient.

Manufacturer narrative:
Tradckwise #(B)(4). The device was returned to the factory for evaluation on 08/12/2022. An investigation was conducted on 08/23/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the loading device, delivery device, and seal. The delivery device was returned outside the loading device with the blue safety lock on and the white plunger not depressed. Light evidence of blood was observed inside the delivery device. The seal and tension spring assembly was returned outside the devices. No cracks or delamination were observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.2160 inches (rm2036883). The length of the delivery tube was measured at 2.5225 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "crack" was not confirmed; however the analyzed failure "fitting problem" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.